Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device had an image problem. The image was found flashing. There was no patient injury reported.

Manufacturer narrative:
Event description: customer found image flashing in and out. The device was returned, upon evaluation the device's image flashing in and out during angulations, the cause was likely due to charge-coupled device (ccd) cable kinked/broken inside the bending tube. There were signs of the stress applied to the bending section the ccd cable causing buckling or disconnection of the imaging cable. DHR review was performed and no non-conformances that would cause the reported malfunction were noted. No further information was reported.